Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Visual inspection: outward appearance of the generator shows no damage or visual indications of a malfunction. End of line (eol) - test: testing performed on received generator as is performed at the end of line during production. The generator passed all testing parameters. Comparison with archived test results for this unit indicated no significant deviations. Conclusion: the generator functioned according to specification.

Event description:
Country of complaint: (B)(6). The instrument was used for 10 minutes at the start of the procedure. Caiman didn't fuse the tissue. The result of the fusion was rather burned, black areas, like monopolar diathermy. Surgeon stopped using caiman and switch to ligasure. No bleeding occurred. Issue may be due to excessive energy being supplied to device; device in use (B)(4) caiman.